Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.complaint is confirmed. Visual evaluation noted dents on the edges of the shaft. The cause remains error use. Functional testing was not performed due to the damage to the device.

Event description:
On 04/26/2023, it was reported by a sales representative via sems that an ar-5400-01 glenoid targeter's shaft has a dent, preventing it from sliding down. This occurred during a case, the set was switched out and the case was completed. There was no patient effect reported.